Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that there was air in the tubing when there should have been an alarm could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd intravascular administration set experienced air in line. The following information was provided by the initial reporter: device was infusing medication to a patient, device was put on pause, showed pause on the screen however the device continued to infuse entire bottle of medication to the patient. It ran so long that there was air in the tubing when there should be have been an alarm.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.(B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced air in line. The following information was provided by the initial reporter: device was infusing medication to a patient, device was put on pause, showed pause on the screen however the device continued to infuse entire bottle of medication to the patient. It ran so long that there was air in the tubing when there should be have been an alarm.